Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Microscopic inspection revealed a pinhole 18mm proximal of the distal markerband. The reported information indicates the device was inflated to 6atm; therefore, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03946. It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. After a 6f sheath was inserted via ipsilateral retrograde approach, a non bsc guidewire crossed the lesion. Pre-dilation was performed with a 4mm balloon catheter. A 9 x 60mm epic stent was then advanced to treat the lesion. However, the stent did not expand fully. Post dilation was performed with a 6.0mm x 40mm x 135cm (4f) sterling(tm) balloon catheter, but upon the 1st inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The ruptured balloon was completely removed from the patient's body. Subsequently, a 7mm sterling mr balloon catheter was used to post-dilate the stent and the blood flow was recovered and the procedure was completed. No patient complications were reported and the patient's status was good.